Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet charging pad did not charge properly due to an issue with the cable, and a replacement charging pad was requested. Symptoms included no clinical symptoms. Outcomes included no impact on blood glucose. Investigation included customer interview and review of device use. Investigation of this case revealed a suspected accessory malfunction of the charging pad cable consistent with a mechanical or electrical connection issue. It was concluded, based on previously established findings for similar reports, that the cause was an accessory malfunction related to wear or damage.